Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage ("I had issues with significant blood loss during surgery") and psoriasis ("psoriasis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural haemorrhage and psoriasis outcome was unknown. The reporter considered medical device removal, procedural haemorrhage and psoriasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Processed with fu. 02. On 20-mar-2020: social media received. Processed with fu. 01. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage ("I had issues with significant blood loss during surgery"), psoriasis ("psoriasis") and abdominal distension ("bloating and feeling of fullness"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural haemorrhage and psoriasis outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, medical device removal, procedural haemorrhage and psoriasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event bloating and feeling of fullness. Added reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage ("I had issues with significant blood loss during surgery") and psoriasis ("psoriasis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural haemorrhage and psoriasis outcome was unknown. The reporter considered medical device removal, procedural haemorrhage and psoriasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.